Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to reconfigured the monitor and replace the uifb to resolve ups issue. Reconfigured monitor and suggested ordering a new uifb (universal interface pcb). It is believed that with replacement of the suggested part, the ups will perform as expected. If information is received that states otherwise, it will be reported as required.

Event description:
It was reported that the itrak 3500p system had no display and the ups would not auto shutdown, following normal 90 second delay. There was no report of pt injury.